Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had intermittent communication failures preventing the system from making exposures. There is no report of injury or death associated with the event described in this complaint.